Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. The customer¿s blood glucose was 270-400 (mg/dl). During follow up the customer reportedly had obtained manual injection supplies.